Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen did not display images. Fse reviewed the log files and found that the frontal detector motor assembly and potentiometer needed replacement and detected image noise, which requires calibration. The fse replaced the frontal detector potentiometer and ID drive and successfully calibrated the potentiometer, but the frontal detector position adjustment failed. Later, the fse conducted a grid switch diagnostic test, found the x-ray tube defective, and identified low oil pressure in the cooling unit. The root cause of the problem was identified as the x-ray generator and its missing feedback from the generator during fluoroscopy only. The system remained in partial working condition. The customer's problem remained unresolved as the system is out of contract. A quotation for the repairs was sent for customer approval; however, the quote expired, and no further reports of the problem have been reported. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screen did not display images. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.